Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation confirmed that the power was no longer turned on. Additionally, the battery was empty, failure to the dust-proof lid and lock of the video connector receiver, and the output connector (light guide connector) was worn out, causing the connection to rattle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the video system's power was no longer turned on. The issue was found during a therapeutic procedure. The procedure was completed using the same set of equipment, with no delay. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the event "the power is no longer turned on" occurred due to a failure of the converter. A root cause could not be identified. Olympus will continue to monitor field performance for this device.